Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not alarming upstream occlusion during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, a 'not alarming upstream occlusion' was reproduced as an undetected upstream occlusion. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification ultrasonic sensor. The upstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.